Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was beeping but they do not feel anything ¿funny¿. The following day the patient went to the emergency room. Information received on the remote transmission was reviewed by qualified personnel and it was determined that a rv defib lead impedance warning had triggered for high rv coil impedance on the right ventricular (rv) lead that was over the impedance threshold by one ohm. The rv coil impedance alert was increased since it was currently set too close to the normal operating rage of the rv coil. The rv lead remains in use. No patient complications have been reported as a result of this event.